Event description:
It was reported that consumer's roommate had a needle stick in the palm of left hand by unused bd¿ nano ultra-fine pen needles, 32g x 4mm. Consumer's roommate got blood tests to check for hiv and hepatitis c. There was no report of blood exposure and serious injury.

Manufacturer narrative:
In section h.10 of the previously submitted MDR, sections d.1 was incorrectly referenced as the medical device expiration date. This supplemental MDR is being submitted to correct those references to show the following: medical device expiration date.

Manufacturer narrative:
Date of event: unknown. Medical device expiration date: n/a. Investigation summary: severity: s_3__; occurrence: a complaint history check was performed and this is the 1st related complaint for needle stick on lot # 8015846. No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Investigation conclusion: based on the samples / photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned.

Event description:
It was reported that consumer's roommate had a needle stick in the palm of left hand by unused bd¿ nano ultra-fine pen needles, 32g x 4mm. Consumer's roommate got blood tests to check for hiv and hepatitis c. There was no report of blood exposure and serious injury.